Event description:
Account contact reports: unable to remove the guidewire. The tip of the guidewire went through the catheter during the removal process. The user denied cutting the wire. There was no pt injury. The catheter was removed.